Event description:
It was reported that a patient underwent a total vaginal hysterectomy and a sling procedure on (B)(6) 2005. Within months, the patient experienced increasing pain and discomfort which was treated with medication. On (B)(6) 2009, the patient underwent a reoperation because of the severe pain. The physician removed as much of the mesh as was possible. The mesh was putting extreme pressure on her urethra. The patient experienced nerve and tissue damage.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).